Manufacturer narrative:
This report is submitted on april 1, 2024.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 05, 2024.